Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a patient orders were not crossing. A technical support specialist dialed into the station, checked the communication logs, and found no errors. It was found that the sample patient initially had no admit message received. Additional samples were requested, and the customer reported no further issues. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es patient orders were not crossing. The customer stated that there was delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.